Manufacturer narrative:
The customer requested to scrap the device. The device was sent to stryker failure analysis center for further evaluation. It was observed that the a diode, designator cr44, on the therapy pcb assembly was shorted which resulted in mechanical and electrical damage to other components on the therapy pcb assembly. The cause of the reported issue has been determined to be due to a shorted diode, designator cr44, on the therapy pcb assembly.

Event description:
A customer contacted physio-control to report that their device when used during patient resuscitation, had suddenly started to produce sparks. Subsequently there was smoke and bad odor. The customer advised that a back device was obtained and used. Upon initial evaluation, by physio-control, it was observed that the device would not complete its charge cycle after the charge button was pressed. As a result, defibrillation therapy could not be provided, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and observed burn damage to components inside the device. Physio-control recommended the replacement of the damaged parts, however the customer rejected repair. The cause of the reported issue could therefore not be determined.

Event description:
A customer contacted physio-control to report that their device when used during patient resuscitation, had suddenly started to produce sparks. Subsequently there was smoke and bad odor. The customer advised that a back device was obtained and used. Upon initial evaluation, by physio-control, it was observed that the device would not complete its charge cycle after the charge button was pressed. As a result, defibrillation therapy could not be provided, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Section b5 executive summary of the initial medwatch report indicates a customer contacted stryker to report that their device when used during patient resuscitation, had suddenly started to produce sparks. Subsequently there was smoke and bad odor. The customer advised that a back device was obtained and used. Upon initial evaluation, by stryker, it was observed that the device would not complete its charge cycle after the charge button was pressed. As a result, defibrillation therapy could not be provided, if needed. Section b5 executive summary of the initial medwatch report should indicate a customer contacted stryker to report that their device when used during patient resuscitation, had suddenly started to produce sparks. Subsequently there was smoke and bad odor. The customer advised that a back device was obtained and used. Upon initial evaluation, by stryker, it was observed that the device would not provide defibrillation shock. As a result, defibrillation therapy could not be provided, if needed. Section h6 device code of the initial medwatch report indicates failure to charge. Section h6 device code of the initial medwatch report should indicate failure to deliver shock.

Event description:
A customer contacted stryker to report that their device when used during patient resuscitation, had suddenly started to produce sparks. Subsequently there was smoke and bad odor. The customer advised that a back device was obtained and used. Upon initial evaluation, by stryker, it was observed that the device would not provide defibrillation shock. As a result, defibrillation therapy could not be provided, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device when used during patient resuscitation, had suddenly started to produce sparks. Subsequently there was smoke and bad odor. The customer advised that a back device was obtained and used. Upon initial evaluation, by physio-control, it was observed that the device would not complete its charge cycle after the charge button was pressed. As a result, defibrillation therapy could not be provided, if needed. There were no reports of adverse effects to the patient as a result of the reported event.